Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of noise. The noise was not able to be reproduced during troubleshooting and the physician reprogrammed the sense vector to secondary to ensure there was not an issue with the sense b node. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. Almost two years later the patient received a new inappropriate shock. This time, the patient had been leaning on an old car with the engine running, with his body near the alternator. Troubleshooting was performed and some noise was able to be provoked, but the noise was properly marked by the device. The device was left in the secondary vector at a gain of 1x. Technical services reviewed the episode and agreed the noise was consistent with electromagnetic interference (emi), and discussed the patient needs to remain at least 60 cm away from the alternator.